Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower quadrant pain') in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure (ess205). The reporter commented: the CT scan seem to indicate that the right essure had perforated the fallopian tube and in postoperative diagnosis it is reported as essure in normal position, possible essure or extrusion and in findings fallopian tubes were normal in appearance with some peritubal adhesions and the issues were noted to be located in the proximal fallopian tubes as appropriate. No evidence of perforation could be found. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: seem to indicate that the right essure had perforated the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower quadrant pain') in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure (ess205). The reporter commented: the CT scan seem to indicate that the right essure had perforated the fallopian tube and in postoperative diagnosis it is reported as essure in normal position, possible esssure or extrusion and in findings fallopian tubes were normal in appearance with some peritubal adhesions and the issues were noted to be located in the proximal fallopian tubes as appropriate. No evidence of perforation could be found. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: seem to indicate that the right essure had perforated the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: fu 1 and 2 processed together: patient address updated and quality safety evaluation of ptc on 7-oct-2020: patient address updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.